Event description:
This report addresses the issue of use error - reuse of supplies. The customer contacted baxter's technical service center to report an issue of check heater line alarm while on the home choice (hc) device during use during fill 1. The home patient (hp) stated that she had an issue the previous night and started over with a new cassette and received the same alarm again. The baxter technical representative (tsr) asked if the hp changed the bags when she changed the cassette. The hp stated "no." The tsr explained the set up was compromised and the hp cannot use the set up. The hp stated she disconnected from the hc and did a manual exchange. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, product surveillance spoke with the home patient (hp) regarding the reported issue. The hp stated she was not sure what caused the alarm and the supplies were discarded. No lot number information available. The hp is now aware of proper procedures regarding supplies. The hp is continuing therapy without any issues.